Event description:
It was reported that the customer had a motor error alarm during basal delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin pump was not bumped or dropped, no visible damaged. The customer insulin pump replacement was sent.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tesetd outside of the device and passed. The insulin pump was received with minor scratches on the display window a corroded battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.